Event description:
The patient had heard the pump alarm a couple of days prior to this report and then started hearing it again, so went to the ER (emergency room) on the date of this report. The patient¿s pain was not out of control; she went to the ER because of the beeping and because she was overly tired and had some anxiety. Pump interrogation showed that the pump motor stalled on (B)(6) 2014 around midnight and recovered approximately 5.5 hours later the morning of (B)(6) 2014 and then the pump stalled again on the afternoon of (B)(6) 2014; there was no recovery message in the logs. The patient was in an adjustable bed that vibrated at the time of the first stall; but the patient had had the bed for years and was not in it at the time of the second stall. As of (B)(6) 2014, the pump had not recovered from the stall; a stopped pump period may exceed tube set message logged on (B)(6) 2014. The cause of the motor stalls was unknown. The pump was replaced. The patient experienced underdose symptoms related to the event. The patient status was reported as ¿alive-no injury¿. The patient was getting therapy after the pump replacement. The device system was delivering fentanyl.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8731, lot# b005780n21, implanted: 2003 (B)(6); product type catheter. (B)(4).